Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose levels reached 510 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient noted the pink slide on the pod did not move forward; however, the cannula was visible and appeared normal when the pod was removed. This indicates a needle mechanism failure. Additionally, the patient confirmed they were able to feel the cannula inserted into the skin during wear.